Event description:
It was reported that the patient presented for a generator upgrade procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The physician turned off the old rv lead pacing and placed a new rv lead along with the new pacemaker on the right side. The patient was in stable condition.